Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: could not perform pretest due to damaged comb. All worn or damaged components were replaced. The device was tested and calibrated. The device passes all tests and checks per procedures. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: canada.

Event description:
It was reported that the unit had a metal piece bent. There was no patient harm reported with the malfunction. There is no information provided regarding the timing of the event. During device evaluation, it was discovered that the unit had a damaged comb. Due diligence is complete; there is no additional information available.